Manufacturer narrative:
Tracking #.57629/j. Based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was examined, found to be functional, and was cycled repeatedly without incident. The trocar was tested using a provair simulation of skin, was found to arm and the trocar shield was found to retract and lockout consistently. No anomolies could be identified during testing.

Event description:
It was reported that a 511s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that there was a issue with safety shield retraction. There was no consequence to the pt.